Event description:
It was reported that during the implant procedure of the atrial lead, multiple re-position attempts was required to obtain adequate thresholds. Prior to the last re-attempt, impedance was noted as high. It was also reported that the helix would not function properly, and the physician believed that tissue was caught in the tip. The atrial lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis found that the distal conductor of the lead became extrinsically fractured due to over-rotation, the distal conductor of the lead was extrinsically over-rotated, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented that analysis found tissue on helix and the distal conductor fractured extrinsic/over-rotation and it did contribute to the electrical complaints.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.